Event description:
The pt had two leads from the same lot number. It was reported the pt was not receiving effective stimulation coverage in his feet. The pt was reprogrammed multiple times. Reprogramming was not able to provide stimulation to the pt's desired pain area. Surgical intervention is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.